Manufacturer narrative:
Additional concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2018; 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture, dislodged, and required intervention. During the lv lead procedure, to gain venous access, the physician intentionally punctured through the existing right atrial (ra) lead insulation with a wire. The physician was unable to gain access so the lv lead was explanted and the lv port was plugged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.